Event description:
It was reported that the patient had symptoms of increased pain. At two recent refills of the pump volume discrepancies were noted; the first refill 1.4 ml was expected in the reservoir and the hcp withdrew 4 ml, the second refill the hcp expected 1.6 ml and withdrew 7 ml. The hcp performed a study which did not show any anomaly; however, it was reported that the hcp is planning more tests to attempt to elucidate the cause of the discrepancy. The drug in the pump was baclofen. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.